Event description:
It was reported the pt is unable to establish communication between her ipg and external devices. The pt stated this issue has been ongoing for a couple of months. However, the pt did report effective stimulation when the system was functional. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.